Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The proximal end of the loading unit was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: for closing the stoma at the first firing for functional end-to-end anastomosis, used manual stapling handle and reload. Tried to connect the reload to the handle, however, the reload connector was broken and could not connect. The event occurred during the procedure but the reload was not used on the patient. Replaced by a new reload and the loading and firing were completed. There was no patient harm. The status of the patient is no problem.